Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: the user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. The customer is concerned with control tests results from results obtained of 63 and 144 mg/dl. The customer stated he ran the level 1 and level 2 control tests on morning of (B)(6) 2016. Customer stated he received a reading of 63 mg/dl with the level 1 solution, lot number 6bc1b05, manufacturer's expiration date is 06/30/2018 and open date is (B)(6) 2016. The acceptable level 1 range is 25 - 55 mg/dl. The customer stated he received a reading of 144 mg/dl with the level 2 solution, lot number 6bc2a12, manufacturer's expiration date and open date were undisclosed. The acceptable level 2 range is 102 - 138 mg/dl. The customer was unable to find these control readings in the meter's memory. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/21/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Most likely underlying root cause is improper storage of test strips: strips left outside of vial for an extended period of time (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. The customer is concerned with control tests results from results obtained of 63 and 144 mg/dl. The customer stated he ran the level 1 and level 2 control tests on morning of (B)(6) 2016. Customer stated he received a reading of 63 mg/dl with the level 1 solution, lot number 6bc1b05, manufacturer's expiration date is 06/30/2018 and open date is (B)(6) 2016. The acceptable level 1 range is 25 - 55 mg/dl. The customer stated he received a reading of 144 mg/dl with the level 2 solution, lot number 6bc2a12, manufacturer's expiration date and open date were undisclosed. The acceptable level 2 range is 102 - 138 mg/dl. The customer was unable to find these control readings in the meter's memory. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/21/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 201mg/dl (B)(6) 2016 10:14 am fasting:yes, 210mg/dl (B)(6) 2016 10:12 am fasting:yes, 169mg/dl (B)(6) 2016 10:10 am fasting:yes, 207mg/dl (B)(6) 2016 10:10 am fasting:yes, 198mg/dl (B)(6) 2016 10:10 am fasting:yes.